Event description:
It was reported the colonovideoscope experienced scope communication error code e315. The issue occurred during preparation for use in a diagnostic unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: h4 (manufacturer date) should be: 10/05/2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, error message e315, could not be identified. Mbc could not conclusively specify the root cause of the suggested event. From the investigation result below, there is a possibility of conduction failure/breakage of circuit board due to water invasion of the scope connector. Sbc device inspection result is as follows: b30 reported an error when powered on, there was liquid in the s connector, the test paper changed color. However, we could not determine the cause of the suggested event. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿.¿ olympus will continue to monitor the field performance for this device.